Event description:
It was reported by service report that the bed functions were not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Microswitch set screw out of adjustment, microswitch set screw readjusted.